Manufacturer narrative:
(B)(4) the device was not returned for evaluation. The physician indicated that the death was not related to the enb device or procedure. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
Patient had a superdimension procedure (B)(6) 2015. On (B)(6) 2016 the patient was admitted to the hospital for atrial fibrillation with a rapid ventricular response and developed post obstructive pneumonia and acute renal failure. Subsequently the patient passed away on (B)(6) 2015. The physician indicated that the death was not related to the enb device or the procedure. If additional information is received a follow-up report will be submitted.